Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device received with cracked case at display window corners and battery tube threads. Device received with minor scratched lcd window.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 561 mg/dl. Customer was hospitalized for high blood glucose. Customer was wearing the device at time of hospitalization. During troubleshooting, device passed the high pressure test. Customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.